Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
A review of the pump black box revealed occlusion alarms. The force at the time of the occlusions was high. The rewind, load and prime steps were performed successfully with no alarms occurring. The force sensor calibration test confirmed that the senor was detecting the correct force. The pump was exercised for 24 hours with no occlusions occurring. Unrelated to the original complaint, the battery compartment was observed to be cracked along the side. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).